Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a left ventricular assist (lvad) implant, the pump was initiated per surgeon request and gradually increased to 5,000 revolution per minutes (rpms), with flows increasing to approximately 9 lpm. The surgeon was informed of current flows, and potential causes including air and thrombus were considered. The engineer was consulted. Attempts were made to adjust pump speed without resolution of flows. Impella was removed prior to initiation of lvad. The surgeon requested prep of backup lvad pump. The outflow graft was clamped and the existing lvad was removed. Thrombus was identified within both inflow and outflow. A large clot was also removed from outflow graft. Outflow graft was suctioned and flushed. A new pump head was inserted into left ventricle and connected. The pump was restarted with adequate flows. The patient became hemodynamically stable and transferred to intensive care unit (ICU). According to ICU nurse practitioner, the patient was able to move all extremities. They were extubated post-operative day 1, moving all extremities. It was noted that the patient had a cool right upper extremity, right brachial clot was found. Of note, the patient had impella prior operation in right axillary artery, and it was removed during implant. The lvad was operating as intended with no alarms present.